Event description:
Event verbatim [preferred term] burn on the back/it was 4 inches wide and long with a bubble/large blisters on my back [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. An 86-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2019 to 11apr2019 at unknown frequency for back. The patient medical history included cholesterol abnormal, rheumatoid arthritis and "abnormal skin conditions: yes". The patient was not pregnant. There were no concomitant medications. She previously used thermacare products and below event did not occur to her. The patient was told recalling the thermacare heat wraps and she got burned with one on (B)(6) 2019, she had it on her back and had to get doctor's care. She was seeking recall information, as she had another one not opened and didn't know if she can use it. Her doctor said it was a bad burn and gave her cream to go on it. It was 4 inches wide and long with a bubble. There were two of those. The upc, UDI, lot, and expiry of the one that she used when she experienced the burn were unknown; she provided product information from one she had that she didn't open. She provided a lot number of 781951 and expiry of dec2020, but upc and UDI numbers were unknown. She was not hospitalized due to the event burn. She also reported she experienced large blisters on her back. "Course of problem(s)/symptom(s) experienced number of hours: 4 hrs". She classified her skin tone as medium (neither light nor dark).she denied sensitive skin. She said she was using version of thermacare back/hip when experiencing the problems and the color of the box was red. There was no product remaining. Number of days in a row that thermacare was used was one day. She did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn on 11apr2019. The outcome of the event was resolved in 2019. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (28may2019): new information received from product quality complaints included: investigational results. Follow-up (11jun2019): new information received from the same contactable consumer includes: medical history, product data (indication, updated trade name and therapy dates), concomitant medications (none) and event data (updated onset date, outcome and additional event details). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn on the back/it was 4 inches wide and long with a bubble [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. An 86-years-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date to 10apr2019 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient was told recalling the thermacare heat wraps and she got burned with one on 10apr2019, she had it on her back and had to get doctor's care. She was seeking recall information, as she had another one not opened and didn't know if she can use it. Her doctor said it was a bad burn and gave her cream to go on it. It was 4 inches wide and long with a bubble. There were two of those. It was a burn on the back. She previously used thermacare products. The upc, UDI, lot, and expiry of the one that she used when she experienced the burn were unknown, she provided product information from one she had that she didn't open. She provided a lot number of 781951 and expiry of dec2020, but upc and UDI numbers were unknown. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn on 10apr2019. The outcome of the event was resolved with sequelae on 10apr2019. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (28may2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn on the back/it was 4 inches wide and long with a bubble [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. (B)(6)-years-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date to (B)(6) 2019 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient was told recalling the thermacare heat wraps and she got burned with one on (B)(6) 2019, she had it on her back and had to get doctor's care. She was seeking recall information, as she had another one not opened and didn't know if she can use it. Her doctor said it was a bad burn and gave her cream to go on it. It was 4 inches wide and long with a bubble. There were two of those. It was a burn on the back. She previously used thermacare products. The upc, UDI, lot, and expiry of the one that she used when she experienced the burn were unknown, she provided product information from one she had that she didn't open. She provided a lot number of 781951 and expiry of dec2020, but upc and UDI numbers were unknown. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn on (B)(6) 2019. The outcome of the event was resolved with sequelae on (B)(6) 2019. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.